Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 06-dec-2017. The most recent information was received on 03-aug-2021. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('intense pelvic pains') and genital haemorrhage ('hemorrhage for 8 days') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included adenomyosis on (B)(6) 2016, smoker, cholecystectomy, gastroplasty, vaginal delivery, dysmenorrhea and bleeding menstrual heavy. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the patient experienced pelvic pain (seriousness criterion intervention required), genital haemorrhage (seriousness criterion intervention required), dysmenorrhoea ("abnormal pains during periods / painful menstrual periods"), menstruation irregular ("irregular periods every 6/8 weeks"), fatigue ("intense fatigue / she feels more tired"), somnolence ("somnolence"), palpitations ("regular cardiac palpitation"), impaired work ability ("impossibility to work or stay up / less dynamic"), vertigo ("vertigos"), feeling hot ("hot spots"), arthralgia ("joint pain in her wrists and ankle") and abdominal pain lower ("lower abdomen regular pains"). On (B)(6) 2018, the patient experienced amenorrhoea ("secondary amenorrhea"). On an unknown date, the patient was found to have weight increased ("she has gained weight") and experienced device intolerance ("essure implant intolerance"), medical device discomfort ("she described a feeling of heaviness and a strange sensation in her essure") and breast pain ("mastodynia"). The patient was treated with surgery (essure removal via laparoscopic with bilateral salpingectomy and parietal adhesiolysis in (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, menstruation irregular, somnolence, palpitations, impaired work ability, vertigo, feeling hot, arthralgia, weight increased, abdominal pain lower, device intolerance, medical device discomfort and amenorrhoea outcome was unknown and the fatigue and breast pain had resolved. The reporter provided no causality assessment for abdominal pain lower, amenorrhoea, arthralgia, breast pain, device intolerance, dysmenorrhoea, fatigue, feeling hot, genital haemorrhage, impaired work ability, medical device discomfort, menstruation irregular, palpitations, pelvic pain, somnolence, vertigo and weight increased with essure. The reporter commented: essure was removal in (B)(6) 2018 by laparoscopic surgery with bilateral salpingectomy associated with an epiplo parietal adhesiolysis and thermos-coagulation of the endometrium. On (B)(6) 2018 she reports almost all her symptoms have disappeared, on (B)(6) 2021 consultation reports described the thermo-coagulation was not very effective as the patient experienced a recurrence of long and painful menorrhagia requiring visits to the emergency room associated with pain, and for which, after reflection the indication of hysterectomy by laparoscopic surgery and conservation of the ovaries was retained. Hospitalization from (B)(6) 2017 to (B)(6) 2021: due to pelvic pain after hysterectomy, urinary burning, suspicion of fever at home. The vaginal touch reveals a thickening of the scar on the left side, with pain upon palpation. The endo-vaginal ultrasound did not find any lesion in the vaginal fundus, a slight effusion in the douglas. Current status reported on (B)(6) 2021: weight gain, permanently swollen lower abdomen, mycosis/urticaria, fungal and bacterial infections (candida), ovarian cysts, irritable bowel syndrome, constipation, bloating, loss of visual acuity, tinnitus, herpes, depression, burnout, memory disorder, concentration disorder,attention disorder, attention deficit, asthenia. She has been currently on sick leave since (B)(6) 2021. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2018: the analysis of the fallopian tubes showed a little inflammation; the endometrial biopsy was unremarkable. Specialist consultation - on (B)(6) 2018: she thus benefited from the insertion of essure implants in (B)(6) 2016. She presented haemorrhagic and painful menstrual periods afterwards. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 3-aug-2021: the follow up information were updated medical history, lab data, stop date weight increased, joint pain, medical device discomfort, device intolerance, mastodynia, outcome pelvic pain female, palpitations. Joint pain, fatigue updated from unknown to recovered / resolved. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 06-dec-2017. The most recent information was received on 23-sep-2021. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('intense pelvic pains'), genital haemorrhage ('hemorrhage for 8 days'), adenomyosis ('adenomyosis'), disturbance in attention ('concentration disorder / attention disorder') and memory impairment ('memory disorder') in a 44-year-old female patient who had essure (batch no. Unknown) inserted for sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included adenomyosis on (B)(6) 2016, smoker, cholecystectomy, gastroplasty, gravida ii, dysmenorrhea and bleeding menstrual heavy. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the patient experienced pelvic pain (seriousness criterion intervention required), genital haemorrhage (seriousness criterion intervention required), dysmenorrhoea ("abnormal pains during periods / painful menstrual periods"), menstruation irregular ("irregular periods every 6/8 weeks"), fatigue ("intense fatigue / she feells more tired"), somnolence ("somnolence"), palpitations ("regular cardiac palpitation"), impaired work ability ("impossibility to work or stay up / less dynamic"), vertigo ("vertigos"), feeling hot ("hot spots"), arthralgia ("joint pain in her wrists and ankle") and abdominal pain lower ("lower abdomen regular pains"). On (B)(6) 2018, the patient experienced amenorrhoea ("secondary amenorrhea"). On an unknown date, the patient was found to have weight increased ("she has gained weight") and weight gain ("wait gain") and experienced device intolerance ("essure implant intolerance"), medical device discomfort ("she described a feeling of heaviness and a strange sensation in her essure"), breast pain ("mastodynia"), adenomyosis (seriousness criterion hospitalization), disturbance in attention (seriousness criterion hospitalization), back pain ("back pain"), urticaria ("urticaria"), memory impairment (seriousness criterion hospitalization), dyspareunia ("pain during sexual relations"), heavy menstrual bleeding ("heavy periods"), irritable bowel syndrome ("irritable bowel"), constipation ("constipation"), abdominal distension ("lower abdomen permanently swollen/bloating"), vaginal discharge ("vaginal discharge"), ovarian cyst ("ovarian cysts"), asthenia ("asthenia"), fungal infection ("mycosis"), depression ("depression"), burnout syndrome ("burn-out"), tinnitus ("tinnitus"), herpes virus infection ("herper"), candida infection ("fungal and bacterial infection (candida)"), visual acuity reduced ("loss of visual acuity"), tendonitis ("tendonitis"), sciatica ("sciatica / cruralgia") and muscular weakness ("muscle weakness"). The patient was treated with surgery (essure removal via laparoscopic with bilateral salpingectomy and parietal adhesiolysis in (B)(6) 201). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, menstruation irregular, somnolence, palpitations, impaired work ability, vertigo, feeling hot, arthralgia, weight increased, abdominal pain lower, device intolerance, medical device discomfort, amenorrhoea, back pain, urticaria, dyspareunia, heavy menstrual bleeding, irritable bowel syndrome, abdominal distension, vaginal discharge, asthenia, weight gain, fungal infection, depression, tinnitus, herpes virus infection, candida infection, visual acuity reduced, tendonitis, sciatica and muscular weakness outcome was unknown, the fatigue and breast pain had resolved and the adenomyosis, disturbance in attention and memory impairment had not resolved. The reporter provided no causality assessment for abdominal distension, abdominal pain lower, adenomyosis, amenorrhoea, arthralgia, asthenia, back pain, breast pain, burnout syndrome, candida infection, constipation, depression, device intolerance, disturbance in attention, dysmenorrhoea, dyspareunia, fatigue, feeling hot, fungal infection, genital haemorrhage, heavy menstrual bleeding, herpes virus infection, impaired work ability, irritable bowel syndrome, medical device discomfort, memory impairment, menstruation irregular, muscular weakness, ovarian cyst, palpitations, pelvic pain, sciatica, somnolence, tendonitis, tinnitus, urticaria, vaginal discharge, vertigo, visual acuity reduced, weight increased and weight gain with essure. The reporter commented: essure was removal in (B)(6) 2018 by laparoscopic surgery with bilateral salpingectomy associated with an epiplo parietal adhesiolysis and thermos-coagulation of the endometrium. On (B)(6) 2018 she reports almost all her symptoms have disappeared, on (B)(6) 2021 consultation reports described the thermo-coagulation was not very effective as the patient experienced a recurrence of long and painful menorrhagia requiring visits to the emergency room associated with pain, and for which, after reflection the indication of hysterectomy by laparoscopic surgery and conservation of the ovaries was retained. Hospitalization from (B)(6) 2017 to (B)(6) 2021: due to pelvic pain after hysterectomy, urinary burning, suspicion of fever at home. The vaginal touch reveals a thickening of the scar on the left side, with pain upon palpation. The endo-vaginal ultrasound did not find any lesion in the vaginal fundus, a slight effusion in the douglas. Current status reported on (B)(6) 2021: weight gain, permanently swollen lower abdomen, mycosis/urticaria, fungal and bacterial infections (candida), ovarian cysts, irritable bowel syndrome, constipation, bloating, loss of visual acuity, tinnitus, herpes, depression, burnout, memory disorder, concentration disorder,attention disorder, attention deficit, asthenia. She has been currently on sick leave since (B)(6) 2021. The stop date of event "adenomyosis" was reported as (B)(6) 2021, however the event outcome was also reported as not resolved. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2018: the analysis of the fallopian tubes showed a little inflammation; the endometrial biopsy was unremarkable. Specialist consultation - on (B)(6) 2018: she thus benefited from the insertion of essure implants in (B)(6) 2016. She presented haemorrhagic and painful menstrual periods afterwards. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 23-sep-2021: this case was found was duplicate of case (B)(4). All relevant information was transferred to this remaining case. Indication, age of patient and events were added. Patient initial was amended. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 06-dec-2017. The most recent information was received on 25-aug-2021. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('intense pelvic pains') and genital haemorrhage ('hemorrhage for 8 days') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included adenomyosis on (B)(6) 2016, smoker, cholecystectomy, gastroplasty, gravida ii, dysmenorrhea and bleeding menstrual heavy. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the patient experienced pelvic pain (seriousness criterion intervention required), genital haemorrhage (seriousness criterion intervention required), dysmenorrhoea ("abnormal pains during periods / painful menstrual periods"), menstruation irregular ("irregular periods every 6/8 weeks"), fatigue ("intense fatigue / she feells more tired"), somnolence ("somnolence"), palpitations ("regular cardiac palpitation"), impaired work ability ("impossibility to work or stay up / less dynamic"), vertigo ("vertigos"), feeling hot ("hot spots"), arthralgia ("joint pain in her wrists and ankle") and abdominal pain lower ("lower abdomen regular pains"). On (B)(6) 2018, the patient experienced amenorrhoea ("secondary amenorrhea"). On an unknown date, the patient was found to have weight increased ("she has gained weight") and experienced device intolerance ("essure implant intolerance"), medical device discomfort ("she described a feeling of heaviness and a strange sensation in her essure") and breast pain ("mastodynia"). The patient was treated with surgery (essure removal via laparoscopic with bilateral salpingectomy and parietal adhesiolysis in (B)(6) 201). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, menstruation irregular, somnolence, palpitations, impaired work ability, vertigo, feeling hot, arthralgia, weight increased, abdominal pain lower, device intolerance, medical device discomfort and amenorrhoea outcome was unknown and the fatigue and breast pain had resolved. The reporter provided no causality assessment for abdominal pain lower, amenorrhoea, arthralgia, breast pain, device intolerance, dysmenorrhoea, fatigue, feeling hot, genital haemorrhage, impaired work ability, medical device discomfort, menstruation irregular, palpitations, pelvic pain, somnolence, vertigo and weight increased with essure. The reporter commented: essure was removal in (B)(6) 2018 by laparoscopic surgery with bilateral salpingectomy associated with an epiplo parietal adhesiolysis and thermos-coagulation of the endometrium. On (B)(6) 2018 she reports almost all her symptoms have disappeared, on (B)(6) 2021 consultation reports described the thermo-coagulation was not very effective as the patient experienced a recurrence of long and painful menorrhagia requiring visits to the emergency room associated with pain, and for which, after reflection the indication of hysterectomy by laparoscopic surgery and conservation of the ovaries was retained. Hospitalization from (B)(6) 2017 to (B)(6) 2021: due to pelvic pain after hysterectomy, urinary burning, suspicion of fever at home. The vaginal touch reveals a thickening of the scar on the left side, with pain upon palpation. The endo-vaginal ultrasound did not find any lesion in the vaginal fundus, a slight effusion in the douglas. Current status reported on (B)(6) 2021: weight gain, permanently swollen lower abdomen, mycosis/urticaria, fungal and bacterial infections (candida), ovarian cysts, irritable bowel syndrome, constipation, bloating, loss of visual acuity, tinnitus, herpes, depression, burnout, memory disorder, concentration disorder,attention disorder, attention deficit, asthenia. She has been currently on sick leave since (B)(6) 2021. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2018: the analysis of the fallopian tubes showed a little inflammation; the endometrial biopsy was unremarkable. Specialist consultation - on (B)(6) 2018: she thus benefited from the insertion of essure implants in (B)(6) 2016. She presented haemorrhagic and painful menstrual periods afterwards. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 25-aug-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.